Event description:
Customer reported a hospitalization due to low blood glucose levels. Customer had been experiencing high blood glucose levels. She gave herself a bolus and stated she received 3 extra units of insulin over what was programmed. She was experiencing low blood glucose levels for half an hour, ate some candy to bring it up, but then went to the emergency room. Her blood glucose level at the time of admission was 163 mg/dl. The drive support cap appeared normal. The programming in the device appeared correct. The device was exposed to magnetic fields when customer took it in with him for cat scan. The insulin pump passed the displacement test. Customer reported air bubbles in the tubing, about an eighth of an inch. Trouble shooting could not be completed because customer needed a tubing clamp. The customer's current blood glucose level is 334 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.